Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of deep vein thrombosis caused by PICC failure is inconclusive because no catheter failure was observed during investigation of the returned device. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned device revealed blood use residues throughout the device. No significant discoloration was observed throughout the catheter. A functional test of pressurizing the catheter with water through each lumen using a 12 ml syringe revealed no leaks throughout the catheter. A microscopic observation revealed nothing remarkable throughout the catheter body. No evidence was observed along the returned catheter to be related to the alleged deep vein thrombosis of the patient. Patient clinical conditions such as deep vein thrombosis cannot be conclusively linked to the use of catheter products; therefore, the complaint of dvt is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "cns at bedside with rn to do dressing change. When nurse went to turn patient, she lifted patient's left arm and noted discoloration and edema below the patient's PICC, no other lines present. Provider was called to bedside. All infusions were stopped, clamped. Plastics consult placed stat. Consulting surgeon came to bedside. Advised rn not to apply any compress or administer any antidote, due to multiple infusions and discoloration already appearing. Service will follow patient to assess for any wound evolvement. Suspecting PICC product failure, due to PICC placement confirmed on morning chest x-ray." Additional information provided: patient impact: temporary physical harm, as well as an extra xray to determine the PICC had failed. Patient presented oddly with what appeared to be an extravasation. After further diagnostic workup, a dvt was discovered, along with an angio-invasive fungal infection of the soft tissue. We now do not believe there was an extravasation present. Medication used to treat edema includes multiple medications including vasoactives, tpn, and antibiotics. Catheter was not replaced. Patient is not to have any IV placed in the lue that now requires twice per day wet to dry dressing changes. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.